Event description:
A patient's contact reported that this patient on pd therapy has peritonitis. There were no reported allegations that the peritonitis was related to any issues with products. In additional follow-up, the pd nurse stated the patient was having symptoms of abdominal pain and cloudy pd effluent. As a result, on (B)(6) 2023, the patient was seen in the outpatient pd clinic. The patient had a pd culture obtained which grew candida tropicalis. The nurse stated the patient is being treated with antibiotic therapy using oral fluconazole (dose unknown) and intravenous vancomycin and ceftazidime (dose unknown) on an outpatient basis. Additionally, the patient was transitioned to back up hemodialysis for renal replacement needs and will undergo removal of the pd catheter (not a fresenius product). The patient¿s nurse was not able to identify the exact cause of the patient¿s peritonitis is unknown. However, the nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to this event. The nurse reported the patient is recovering from peritonitis event.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy most often associated with a breach in aseptic technique during the pd exchange. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. A visual inspection of the returned cycler exterior showed signs of physical damage. The bottom cover is damaged. An (as-received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. The teach pump test passed. There were no visual discrepancies encountered during the internal inspection. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A patient's contact reported that this patient on pd therapy has peritonitis. There were no reported allegations that the peritonitis was related to any issues with products. In additional follow-up, the pd nurse stated the patient was having symptoms of abdominal pain and cloudy pd effluent. As a result, on (B)(6) 2023, the patient was seen in the outpatient pd clinic. The patient had a pd culture obtained which grew candida tropicalis. The nurse stated the patient is being treated with antibiotic therapy using oral fluconazole (dose unknown) and intravenous vancomycin and ceftazidime (dose unknown) on an outpatient basis. Additionally, the patient was transitioned to back up hemodialysis for renal replacement needs and will undergo removal of the pd catheter (not a fresenius product). The patient¿s nurse was not able to identify the exact cause of the patient¿s peritonitis is unknown. However, the nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to this event. The nurse reported the patient is recovering from peritonitis event.

Event description:
A patient's contact reported that this patient on pd therapy has peritonitis. There were no reported allegations that the peritonitis was related to any issues with products. In additional follow-up, the pd nurse stated the patient was having symptoms of abdominal pain and cloudy pd effluent. As a result, on (B)(6) 2023, the patient was seen in the outpatient pd clinic. The patient had a pd culture obtained which grew candida tropicalis. The nurse stated the patient is being treated with antibiotic therapy using oral fluconazole (dose unknown) and intravenous vancomycin and ceftazidime (dose unknown) on an outpatient basis. Additionally, the patient was transitioned to back up hemodialysis for renal replacement needs and will undergo removal of the pd catheter (not a fresenius product). The patient¿s nurse was not able to identify the exact cause of the patient¿s peritonitis is unknown. However, the nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to this event. The nurse reported the patient is recovering from peritonitis event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.